Event description:
The pt reportedly experienced pain, overly loud sensation and sound quality issues between the external equipment and the cochlear implant. The pt was seen at the center for device evaluation. External equipment was exchanged and programming adjustments were made. However, the reported problem was not resolved. In december 2006, the pt was seen by a co rep for device evaluation. Testing performed confirmed that the pt's device was functioning. External equipment was exchanged. However, the reported problem was not resolved. The decision was made to explant the device. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.